Event description:
Pt developed increased spasticity and did not respond to a bolus (100mcg) of intrathecal baclofen. Developed temperature higher than measurable range, severe rebound spasticity and rhabdomyolysis. X-rays demonstrated catheter disconnection from the implanted pump. The connection between the pump and catheter was surgically repaired and the therapy resumed. The pt was reported as improving with resumption of the therapy and other support measures were being discontinued at last report.

Manufacturer narrative:
All info obtained per voluntary reporter f4 - unable to provide user facility contact - no user facility medwatch received - date of event occurred before medwatch became mandatory for users f6 - impossible to determine when not reported by user facility f8 - no user facility report f10 was completed by MFR - no new data available 4/14/1998: g9 - MFR report number has been corrected here and in header on page 1.